Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2016 due to erosion and pain. It was reported that the patient experienced discomfort and urinary incontinence. Other procedure is captured under separate file. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 6/28/2022. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.